Event description:
The bedside monitor displayed an spo2 value of 62% (well below low alarm limit). The customer could not recall whether there was an alarm message at the central station or at the bedside monitor. The pt expired.